Event description:
Caller reported a malfunction on the pump, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction recurred.